Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 377745, lot# n0028725, implanted: (B)(6) 2005, product type: lead product ID: 377745, lot# n0028128, implanted: (B)(6) 2005, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received one week later reported the manufacturer representative had no further follow-up with the patient. Two days later, additional information received reported the patient cancelled her appointment and did not reschedule. The physician's office had not seen the patient since (B)(6) 2012.

Event description:
It was reported the patient had no stimulation sensation. It was noted the patient was out of town ¿a few days¿ prior to report and noticed they were not feeling stimulation down their legs like they typically do. It was noted the patient is now at home and has tried to increase stimulation, but is still not feeling stimulation. It was reported the patient is seeing an ¿a¿ on their patient programmer and it was confirmed that adaptive stimulation therapy is ¿on¿. It was noted the patient charged their device one day prior to report. It was noted there has been no events or traumas recently. Additional information received reported the patient was scheduled for follow-up, but has not been in since the onset of the event. It was reported that an impedance issue was seen. It was reported there were high impedances. It was noted there is a possible revis ion/replacement but no action has been taken. It was further reported that impedance testing, x-rays and reprogramming was performed.